Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
Customer recently added a new toshiba MRI device and was conducting qa checks by sending MRI study images to intellispace pacs. Customer noted that the qa study pixel values/measurements for the images on the toshiba scanner viewer are different to the pixel values/measurements on the same images on pacs. There was no pt involvement and there were no reports of pt harm or of an adverse event resulting from this incident. Intellispace pacs product malfunction is undetermined. Investigation is in process.